Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not appearing because they had no recent activity and the admission inactivity days setting on the device was configured to 10 days. The technical support specialist (tss) determined to increase the admission inactivity days to 30, perform a transaction for each patient at the device, and then revert the setting back to 10 days. This setting prevents patients with no activity beyond the configured threshold from appearing on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients' details were not showing. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.